Manufacturer narrative:
An urgent medical device correction (umdc) imc20-01.a.us was sent to us customers and an urgent field safety notice (ufsn) imc20-01.a.ous was sent to ous customers in (B)(6) 2020. The umdc and ufsn advise customers of the potential for high discordant estradiol results in some samples on the immulite systems. Siemens healthineers has determined kit lots 501 and above released in july 2018 for the immulite systems are potentially affected. The umdc instructs us customers to discontinue use of and discard estradiol kits currently in their inventory. Customers will also be asked to do a look back if the impacted estradiol kit lots were used to assess the menopausal status of a female while determining therapy for hormone receptor positive advanced or metastatic breast cancer. The ufsn instructs ous customers to review the letter with their medical director to consider if a retrospective review of patient samples is necessary. Customer will also be instructed to not use any current inventory in their laboratory on patient samples used to assess menopausal status while determining therapy for hormone receptor positive advanced or metastatic breast cancer. These samples will need to be tested using an alternate methodology. Customers may continue to use the kits currently in their inventory and report results on other patient populations. Additionally, if a discordant high result for estradiol is suspected, customers are advised to follow their established internal procedures to investigate the issue. MDR's 2432235-2020-00198, 2432235-2020-00199, 2432235-2020-00200, 2247117-2019-00030_s3, 2247117-2019-00031_s3, 2247117-2019-00032_s3, and 2247117-2019-00033_s3 were filed for the same event.

Event description:
The customer contacted the siemens customer care center (ccc) to report that discordant estradiol (e2) results were obtained on patient samples on an immulite 2000 xpi instrument. The initial neat results are greater than 1200 pg/ml and were auto diluted. The neat results were not matching the diluted results. The true results are unknown. The sample was sent to an alternate laboratory for testing. There are no reports of patient intervention or adverse health consequences due to the discordant e2 results. The customer provided additional test results for e2 dilution data on estradiol cap linearity material and e2 calibration verification material (cvm). The testing showed that the e2 straight results did not match the results for the cap linearity material and the cvm material.